Manufacturer narrative:
No patient information provided after calls to customer 08/10/20, 08/14/20, and 08/17/20. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The consolidated ventilator interface board (cvib) was replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.